Event description:
It was reported that the patient received therapy for an arrhythmia in vf zone without resolving it. Low impedance was observed with an alert of possible output circuit damage. The lead was explanted.

Manufacturer narrative:
The lead was returned in 2 pieces. Analysis noted abrasions on the outer insulation at 7.2 cm and at 9.5 cm from the connector pin, and the is-1 proximal coil wires were melted at 9.5 cm from the connector pin. Further analysis revealed an abrasion on the outer insulation from the electrode end, exposing the distal shock coil. The abrasion is consistent with that produced by friction with the ICD can.